Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after 39.4 months for having reached an eri (elective replacement indicator) battery status. The physician was dissatisfied with the longevity of the ICD.